Manufacturer narrative:
During ge healthcare technician checkout, it was noted that the machine was not giving battery backup due to battery fuse damaged. Battery was suggested to be replaced.

Event description:
The hospital reported that the battery was not charging. The machine was able to switch on ac power and ventilation is available. There was no reported patient involvement.